Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a diaphragmatic paralysis. During cavotricuspid ishmus (cti) ablation procedure (anterior side of the lateral wall), it was reported that while ablating in superior vena cava isolation (svci) at 30w, after checking the twitching, when ablation was conducted while checking the twitching, the twitching disappeared in the middle. At that time, the power supply was stopped. Svci was stopped once and was confirmed again after cti was performed. There was the twitching after high output pacing. The physician commented that some of them may have been cut. At the time of the event, igel was used for respiratory management, and there were no marked changes in respiratory circulation. After cti, twitching could be checked again, and there were no abnormalities on the x-ray. After awakening, the patient returned to the room without dyspnea or decrease in spo2. The patient was scheduled to be discharged from the hospital according to the usual schedule. The physician's opinions on the relationship between the event and the product is that there is no relationship with the product. The event remained at this level because the procedure was carefully performed. It might be because the catheter was good, and the loss of heat was good. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that it was not related to the bw product. No medical intervention required. Outcome of the adverse event was reported as fully recovered (no residual effects). No extended hospitalization was required. There was no abnormality observed with x-ray images. No other relevant history was provided. Additionally, it was reported the carto 3 system, after the procedure, the display was strange before removing it. When the physician confirmed the connection part, the orange end part of the dvi optical cable was damaged and could not be repaired. The issue was discovered after the procedure during cleaning up. Unable to connect, the customer¿s reported issue related to the fiber optic cable is not considered to be MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.

Manufacturer narrative:
Device evaluation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30916891l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).